Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left forearm vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured at 7atm upon second inflation and was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient is good.